Event description:
During an atrial fibrillation procedure, it was noted that there was resistance upon inserting the sheath. The sheath was removed, and it was then noted that the dilator tip had split. The sheath was replaced, requiring an additional femoral puncture, and the procedure was completed without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis sheath and dilator were received for investigation. The reported event of a dilator damage was confirmed. The distal end of the dilator had been bent circumferentially. No damage was noted on the returned sheath. The damaged dilator tip was not able to be replicated with dilators from current inventory. The reported insertion difficulty could not be confirmed. No gap was noted at the dilator/sheath transition when the dilator was advanced through the returned sheath. No anomalies were noted when the dilator was advanced through the returned sheath. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.